Event description:
Today I'm just as obsessed about getting an explant back in 2003. I can't believe I've let these toxic death bags sit in my chest for 16 years. I hated the way my boobs looked after having two kids. I heard friends talk about a surgeon, and how much safer the saline implants were. I didn't think I would have anymore kids, so I said why not! I want big boobs! I did a little research and sure enough my surgeon that did my implants in 2003 is still around. Months after getting them I packed on quite a bit of weight and decided to start going to the gym and working out. 12 weeks of dedication later, I achieved my fitness goals and felt great. Let's get to the root cause of my symptoms. Moving to (B)(6) shortly after that was what most would call a culture shock for this country girl. There's one thing about (B)(6) I'll tell ya, it's cold (duh) so much so, I stayed indoors 9 months out of the year for three years. That's when I started noticing depression. It's was also a time when I had found out my ex husband had been cheating on me, so we're talking a deep dark depression. Funny how breast implants can be warranted for 10 years, because at my breast implants 10 yr. Mark is when I started noticing my declining health. Always asking myself, "what on earth is wrong with me"?! Almost like a car, they have warranties and we all know things start breaking down once the warranty runs out. Well at the 10 yr mark I became pregnant with my third. My first thoughts were, "what about my implants". The symptoms haven't stopped since the day my son was born. Extreme back pain, joint pain, hair loss, tennis elbow symptoms, skin rashes/acne discoloration, not healing well, recent digestive issues similar to gallbladder problems, numbness & tingling in arm and hands, random areas of pain in the body, brain fog so bad I thought I was just dumb. Memory loss, embarrassingly bad fatigue, muscle weakness/cramping, blood clot under my right clavicle, causing my right arm and lymph nodes to swell also known as dvt blood clot. In the past 4 yrs I've been tested for ra & carpal tunnel both negative. I've been to the dermatologist because of my skin, nothing helps. I felt like my doctor didn't want to help me so I quit seeing her. I didn't see my doctor for three years, and then had to break down and go see her because of the symptoms from my blood clot. Couldn't sleep at night because my right arm would go numb. It was beyond painful. Cue the specialist, because now they've found a blood clot after like 100 different tests, I now see an oncologist/hematologist for my blood clot. I was prescribed xarello and gabapentin. Had to do 4 sessions of physical therapy, and purchase a compression sleeve for my arm. At first the discussion was about having a right first rib resection to relieve the clot. But since I've found out about the breast implant recall on july 24, 2019 I've been convinced that all my symptoms and problems are from my toxic breast implants. It cannot be a coincidence that all these thousands of women are experiencing the same symptoms. FDA safety report ID# (B)(4).